Event description:
It was reported that the patient began hearing a single tone alarm on ¿(B)(6) 2013 at night/ (B)(6) 2013¿ and then a three tone alarm on (B)(6) 2013. The patient had initially thought the alarm was a smoke alarm and noted the alarm was ¿so quiet¿ that you had to have the house quiet to hear it. The patient believed the pump had been turned off on (B)(6) 2013 due to their catheter coming out of the spinal column. The patient was not sure when that had happened. The health care provider (hcp) had done a ¿pump exam¿ on (B)(6) 2013 which had confirmed the catheter migration. There was not a plan as of the report date to revise the catheter due to the patient needing spinal surgery. It was reported the patient had ¿another¿ MRI on (B)(6) 2013 and the patient wondered if ¿they accidently turned the pump back on when they checked it¿ with a physician programmer following the MRI. The patient was not having any withdrawal symptoms and it was noted they had been put on a ¿pain patch.¿ the patient had been on percocet pain pills 5 milligrams and had told his hcp that it was ¿not doing anything for the pain¿ so that was when the hcp put the patient on the pain patch. When the patient heard the pump alarm, he thought the pain pump was working so he tried using his personal therapy manager (ptm) which reportedly gave him a ¿boost.¿ the patient was then concerned about over medicating so he took off the pain patch. The patient had already called their hcp who indicated a manufacturer representative was going to call them, but had not yet. It was noted the ptm stated that the pump had run out of medication on (B)(6) 2013. The device system was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).